Event description:
User reported stopped pump which resulted in hand-cranking. Spectrum medical considers this type of event to be reportable; however, there was no patient harm.

Manufacturer narrative:
Device logs show that zero flow was triggered due to bubble detection. System was alerting for low flows and high pressures, triggering zero flow. This is the expected functioning of the system. There was no issue with the device.